Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system displayed a gradual rise in shocking impedance measurements which are now greater than 125 ohms. Pacing threshold measurements have also increased. A boston scientific technical services consultant documented and discussed the reported clinical observations with the caller. No adverse patient effects were reported.